Manufacturer narrative:
(B)(4).

Event description:
It was reported there was no stimulation sensation and loss of therapeutic effect following a hard fall three weeks ago. The pt landed on her chin. The pt could increase up to high setting and still felt no stimulation. Additional info has been requested, but was not available as of the date of this report.